Manufacturer narrative:
The facility representative reported unspecified problem on the flogard pump found before use. Eval summary: a baxter service technician evaluated the pump and confirmed that the unspecified problem with the pump was reported by the customer was due to the cracked door assembly found during service. The door was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The flogard pump was returned to baxter for service. During service, the technician found a cracked door assembly. According to the facility representative, no patient injury no medical intervention had been reported related to the device. No additional information or contact was available.